Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the wires in the ECG "c&d" cable were broken. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.